Manufacturer narrative:
No product was returned for the reported complaint, and a valid lot number was not provided. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specifications. The dhrs (device history review) for all freestyle libre sensors within expiration at the time of the complaint were reviewed, and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Clinical data was reviewed and confirmed that freestyle libre sensor continues to be safe, effective, and perform as intended in the field. Dose audit reports were reviewed and demonstrated the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. A tripped trend review was completed for the reported complaint and fs libre sensors; there were no confirmed complaints within the trend data in this review. There were no adverse trends that indicate any potential product-related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A health care professional contacted adc to report that customer experiencing an infection during his 6 days of wearing the adc freestyle libre sensor. It was further reported that customer further experienced ¿pain and muscle ache¿ after the sensor removal. The customer had contact with a healthcare professional and was treated with an unspecified ¿antibiotics and pain killers¿ and was hospitalized for 3 days. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A health care professional contacted adc to report that customer experiencing an infection during his 6 days of wearing the adc freestyle libre sensor. It was further reported that customer further experienced ¿pain and muscle ache¿ after the sensor removal. The customer had contact with a healthcare professional and was treated with an unspecified ¿antibiotics and pain killers¿ and was hospitalized for 3 days. There was no report of death or permanent impairment associated with this event.